Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service agent (csa) documentation since the patient was unwilling to provide additional information during a follow-up call. The reporter was unable to confirm when the alleged meter issue began. It was not reported if the patient takes any medication to manage her diabetes. The reporter denied the patient made any changes to her usual diabetes management routine due to the error message appearing however claimed the patient developed symptom of ¿shaking¿ an unspecified time after the alleged issue began. There was no report of any medical treatment/intervention received due to the alleged issue. At the time of troubleshooting, the csa noted the subject meter was not being used for the first time. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.